Event description:
The customer reported leakage from the insertion section on the endoeye flex 3d deflectable videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: objective lens adhesive peeling. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and water tightness was lost due to a pinhole on the bending section cover. Evaluation also found the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the bending section cover adhesive was chipped, the protector on the universal cord on the control section side was scratched, and the indication on the light guide connector was not correct. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed objective lens adhesive peeling issue could not be determined, however, the issue was likely the result of physical stress, chemical stress and or user handling/mishandling. The event may be detected/prevented by following the instructions for use sections below: chapter 3 preparation and inspection 3.3 endoscope inspection of entire endoscope 6 check that there are no scratches, chips, dirt, gaps around the lens, or other abnormalities on the lens at the tip. Olympus will continue to monitor field performance for this device.